Event description:
Near end of dialysis treatment leak detected on red catheter line approx. One inch from skin insertion site. Clamp on line above slit, catheter taped to pt securely and pt sent to hosp for catheter lumen replacement.